Manufacturer narrative:
The customer's meter was received for investigation. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress. The contamination on the battery contacts caused a power interruption. Therefore it is not possible to turn the meter on. The contamination can lead to the mentioned problem with faint numbers. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement meter was sent to the customer. Initial reporter - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated that the "set" button was not working and the meter could not be reset. The reporter stated the batteries were replaced due to numbers on the display being faint and difficult to read. A display check was performed and the results field of the display showed "88.8", but the display was difficult to read. The "88.8" appeared faint. The display background appeared normal. When accessing the meter's patient result memory, the appearance is normal and there are no issues. A second display check was performed and numbers appeared faint and the reporter was unable to clearly define the text.